Manufacturer narrative:
Concomitant medical products: 3058, urinary ipg, implanted: (B)(6) 2017; 3889-28, urinary lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator's (ipg) cardiac compass exhibited invalid data. The right atrial (ra) lead exhibited undersensing and drop off of p-wave. The ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.